Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% re-stenotic lesion was located in the non-calcified left upper arm shunt. Vascular access was obtained through the left radial artery. The sterling over-the-wire balloon catheter was advanced to the lesion over a transcend guide wire for treatment and some resistance was encountered upon attempting to cross the target lesion. The balloon was inflated to 6atms on the first inflation and ruptured at 12atms, on the second inflation. The balloon catheter was removed from the pt intact without incident. The procedure was completed successfully with a different device. No pt injuries or complications were reported. The pt's status was reported as "good."

Manufacturer narrative:
The complainant indicated that the balloon catheter will not be returned for evaluation; therefore, a failure analysis of the balloon catheter could not be completed. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed to operational context due to the anatomical and or procedural factors encountered during the procedure.